Event description:
It was reported that the pacemaker exhibited loss of output during an upgrade procedure. It was observed that cautery was used during the procedure, and the reported device stopped pacing for about 12 seconds. External backup pacing was used and the procedure was concluded. The patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.